Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what were the indications for surgery? Esophageal cancer what surgical procedure was performed? Esophagectomy at the 6.9.2022 did the patient receive any preoperative chemotherapy or radiation? Yes. Chemotherapy were there any issues experienced with the device in the initial surgical procedure? One of the "donuts" was incomplete what healthcare professional fired the device and what is his/her experience with the device? The head of the department performed the surgery and has experience with the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle-b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes were there any issues with device use/firing? One of the "donuts" was incomplete and the surgeon decided to precede. What confirmation was received that the device completed the firing sequence? Tactile noise was the green checkmark visible at the end of the firing? Yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 rotations of 360 degree was there any difficulty removing the device? No was a complete transection of the white breakaway washer visually confirmed? N/a were there any issues noted with staple formation? If so, please describe the shape and location. N/a was a leak test performed? If so, what type and what was the result? Yes. Gastro test was performed at the end of the surgery at the 6.9.2022 and it's results were satisfactory. After 5 days another gastro test was performed and was normal either. Was the staple line visualized endoscopically during the initial surgical procedure? N/a how many days postoperative did the leak occur? At the 22.9.22 a leak was detected ¿ after 17 days. How was the leak identified? CT scan with the drink of contrast what was observed at the site of the leak upon reoperation? The md didn t reoperation the give stent! How was the leak addressed? Give a stent what is the current patient status? Hospitalized in the department this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a esophagectomy surgical procedure that took place at rambam medical center about a week ago, a cdh25p device was used. One of the "doughnuts" was not ¿complete¿ so the surgeon had to do a leak test, a gastro test, an air test, and everything was normal. The anastomosis breakup took place about a week after the surgery and not during the surgery.